Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the reload attached to the device would not articulate left and the reload stopped firing 2/3 of the way. The instrument did not fire, and the distal staple line was incomplete. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A reload could only be articulated in one direction. The adapter was opened and it was noted that there was a broken weld on the articulation housing. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component error was identified during product analysis. The root cause of the observed condition was determined to be a result of an improper weld; this was identified as a quality issue with a component obtained from a third party supplier and a process improvement has been initiated to track this failure mode and complaint mode. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.